Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case mw5039518) in united states on 15-jan-2015 which refers to herself, a female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted. In 2012 the consumer had a 4th child because essure did not do what it should have (device was ineffective). On an unspecified date the right coil migrated to her uterus, but did not affect her baby. Six weeks after the baby's birth she went to her physician to remove this one essure from her uterus and repair it. She underwent a tubal. She also broke out in hives and had pain all the time on an unspecified date. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and right coil migrated to her uterus and had a 4th child. The first event, interpreted as device expulsion, is serious due to medical importance and the other event (pregnancy) is non-serious. All events are listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Also, unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this case, the consumer stated that she had a 4th child because essure did not do what it should have. The right coil migrated to her uterus but did not affect her baby. Six weeks after the baby birth, she went to her physician to remove this micro-insert from her uterus and repair it. She underwent a tubal. Additionally, she broke out in hives and had pain all the time. The circumstances and mechanism of this expulsion were not informed and it is not possible to know if the event initiated before or after the conception, therefore device inefficacy cannot be excluded. Besides, given its nature, the expulsion is assessed as related to essure use. Since an intervention required was implied (essure was removed, the uterus repaired and a tubal ligation was performed) the case is regarded as incident. Technical analysis has been requested.

Manufacturer narrative:
Follow-up received on 02-feb-2015. Product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a lack of efficacy (pregnancy). (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and right coil migrated to her uterus and she had a 4th child. The first event, interpreted as device expulsion, is serious due medical importance and the other event (pregnancy) is non-serious. All events are listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). Also, unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, the consumer stated that she had a 4th child because essure did not do what it should have. The right coil migrated to her uterus but did not affect her baby. 6 weeks after the baby birth, she went to her physician to remove this micro-insert from her uterus and repair it. She underwent a tubal. Additionally, she broke out in hives and had pain all the time. The circumstances and mechanism of this expulsion were not informed and it is not possible to know if the event initiated before or after the conception, therefore device inefficacy cannot be excluded. Besides, given its nature, the expulsion is assessed as related to essure use. Since an intervention required was implied (essure was removed, the uterus repaired and a tubal ligation was performed) the case is regarded as incident. Technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.